Manufacturer narrative:
Product ID 3093-33, lot# v772513, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had a loss of therapeutic effect. It was stated that a month prior to report, the patient didn¿t feel stimulation any longer and their programmer was not connecting to their implantable neurostimulator (ins). It was noted, the patient saw a clinician on the screen but they couldn¿t recall the code. It was stated, the patient tried to use their programmer at the time of report and was getting no communication with and without the antenna. It was noted, the patient used their ins consistently. It was later reported, the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was stated, the patient was concerned because, they may need surgery and they couldn¿t turn their device down or off a far as they knew. Additional information from the healthcare provider stated, the cause of the event was the implantable neurostimulator (ins) battery and the ins had premature battery depletion. It was noted, the patient had a replacement of their ins scheduled for (B)(6) 2014. It was reported, the patient did not require hospitalization and there was no injury to the patient.